Event description:
Packaging issue: it was reported that during a laparoscopic nephrectomy procedure, upon insertion of the device, the surgeon noticed a foreign object in the pt's abdomen. The surgeon removed the object and upon further review realized it was a rolled piece of paper approx 2cm by 2cm. It was then sent to pathology where nothing further was discovered. The pt had no prior surgeries. There was no pt consequence. The case was completed with another device of the same product code.